Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was noted in the cartridge tubing before the luer lock. There was no impact to the customer's blood glucose level. Reportedly, the customer primed the tubing and declined any troubleshooting.